Event description:
A report was received that patients ipg had migrated and was causing discomfort. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.